Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2015 and suture was used. When removing suture from the packaging, the nurse noticed that the needle looked to be bent. It appeared almost barbed or broken. The remaining suture strand was not removed from packaging. Another like device was used to complete the procedure with no adverse patient consequences.